Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals had been removed. Visual inspection noted: top case was cracked/chipped by the front left and right bottom corners. Device also cracked/chipped on the right plunger case. Cracked battery door. Review of the error history log found "invalid syringe size". The reported problem was duplicated during a syringe test. Root cause was attributed to the barrel clamp guide being cracked and a damaged size pot. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced size pot and barrel clamp guide. Performed syringe test. Device software updated. Replaced top case and replaced plunger head assembly with all the plastic parts inside. Replaced worm coupling and worm gear, battery door and plunger cable. Re-calibrated and performed preventative maintenance. Device passed functional tests after the completed repairs.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device intermittently registered 60ml feeding syringe. Patient involvement is unknown. No adverse patient effects were reported by the customer.